Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for increased mitral regurgitation. It was reported that on (B)(6) 2018, the patient presented with mixed mitral regurgitation (mr) grade 4+, ischemic chronic mr and a prolapsed anterior 3 (a3) leaflet, mitral leaflet calcification, and leaflet tethering at a2. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. A tricuspid procedure was also performed although specifics were not provided. On (B)(6) 2019, during a follow-up echocardiogram, the mr had increased to grade 2+. Per physician, the increased mr was clip related. No additional information was provide regarding this issue.

Event description:
Subsequent to the initial medwatch report, the additional information was received: per study physician, the increased mitral regurgitation was unrelated to the mitraclips and was related to hemodynamic changes from the procedure with anesthesia/intubation to post-procedure, when the patient is awake and mobile. There was no tissue damage. The mitraclips remained stable and well seated on the leaflets. There was no device malfunction. There was no device related adverse event.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Patient code 1962 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the new information reviewed, the reported mitral regurgitation (mr) appears to be related to case circumstances. Reportedly, the increased mr was unrelated to the clips and was related to hemodynamic changes from the procedure with anesthesia/intubation to post-procedure, when the patient is awake and mobile. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on new information that the study physician assessed the increased mr as unrelated to the device, this event would not be MDR reportable. There was no device malfunction or device related adverse event.